Event description:
During a ptca/stenting treatment procedure the adante balloon ruptured at 10 atm's on the initial inflation. The pt was asymptomatic during this event. The adante balloon catheter was being used to predilate a calcified and 99% stenotic lesion in the mid-lad coronary artery. Th adante balloon catheter was removed and replaced with a quantum maverick balloon catheter to successfully complete the stent placement procedure. Pt status is reported as 'good'.